Event description:
As reported, the mynx control venous device (mcv) was prepped and deployed, per the instructions for use (IFU). Once the patient left the lab, hemostasis appeared to have been achieved. Two hours later in the recovery, the patient got up to use the bathroom and when they came back to their bed, the access site on the left groin site had a fist sized hematoma. Manual pressure was applied and the hematoma was resolved. The patient still went home the same day with no further complications. Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt. A product history review is expected but not yet available.